Manufacturer narrative:
Per internal review, the manufacture date of the complaint device has been updated to 3/26/2020. Additionally, a manufacturing record evaluation was performed for the finished device 00001292 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, where hemostatic valve dislodgement occurred. It was reported that the hemostatic valve was leaking while introducing a catheter into the sheath, and that there was "something" inside the hub of the sheath. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue was assessed as a MDR reportable hemostatic valve separation.